Event description:
It was alleged that the pump alarmed and while switching the unit the pt experienced decreased blood pressure. The adrenalin was increased to stablize the pt. There was no resultant pt consequence.